Event description:
It was reported that the lead's extra outer insulation band was sliding loose upon disconnection from the device at a changeout. Testing determined that the lead was still functional but they had to totally remove this sheath of poly in order to fit the pin into the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.